Event description:
The customer contacted physio-control to report that their device powered itself off multiple times while monitoring a patient. A back-up device was obtained and patient care was continued. There was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio observed that a battery pin in battery well 2 was broken and caused the device to power off. Physio replaced the device's battery pins and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off multiple times while monitoring a patient. A back-up device was obtained and patient care was continued. There was no adverse effect to the patient due to the reported issue.